Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a transfemoral tavr procedure in the aortic position, the physician reported having difficulty during valve alignment. The 29mm sapien 3 valve could not be perfectly aligned, possible due to the patient¿s ¿elongated aorta.¿ during valve deployment, the balloon burst and the valve embolized into the ventricle. A balloon catheter was used to capture the valve back into the annulus. A second sapien 3 valve was then prepped in order to fix the first valve, however, difficulties were encountered again during valve alignment. The second valve was well implanted and the patient was noted to be in stable condition. The balloon burst was attributed to the patient¿s annular calcification.

Manufacturer narrative:
Additional information provided by the preliminary imagery review indicated the valve was not between the alignment markers prior to valve deployment and this seems to be the reason for the valve embolization. Furthermore, the commander balloon was inflated several times with no apparent balloon burst. The commander delivery system was returned to edwards for evaluation. Preliminary visual evaluation revealed a kink on the balloon shaft due to packaging, a second kink approximately 3¿ distal to the flex tip and a pinhole leak on the crimp balloon. A balloon burst was not confirmed. The valve alignment marker was able to be pulled and the fine adjust was able to be used. Investigation is ongoing.

Manufacturer narrative:
Further visual and dimensional testing was performed on the returned commander delivery system. Visual inspection revealed a kink on the flex shaft approximately 3¿ distal to the flex tip. During functional testing, the gross alignment and fine adjust functions of the delivery system were able to be used with no abnormalities observed. Upon inflation, a pinhole leak was observed on the crimp balloon. Dimensional inspection was performed. All measurements met specification. During manufacturing, the delivery systems undergo multiple 100% inspections. These inspections support that it is unlikely that a non-conformance during manufacturing contributed to the complaint the complaint for difficulty with valve alignment was unable to be confirmed. A definitive root cause was unable to be determined. Anatomical conditions may create tension in the delivery system which may contribute to high alignment force or alignment difficulty. Per the cer, the valve alignment difficulty was attributed to an elongated aorta. The complaint for balloon leakage was confirmed. A definitive root cause was unable to be determined. It is possible that the reported valve alignment difficulty resulted in higher than normal force being applied to the delivery system, causing damage to the balloon. The complaint for difficulty with valve alignment was unable to be confirmed. A definitive root cause was unable to be determined. It is possible that patient factors (such as the elongated aorta present per the cer) created tension when valve alignment was performed. When the flex catheter was pulled back, the tension on the balloon and/or guidewire shaft may have been relieved, causing the position of the valve to shift relative to the alignment markers. No manufacturing or IFU/labeling inadequacies were identified. Available information suggests that procedural factors and patient factors most likely contributed to the reported complaint events. Review of complaint history for january 2017 revealed that the occurrence rate does not exceed the control limits for these failure modes. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Additional information provided indicated the valve was not completely centered during the pull back, but moved further when the flex shaft was retracted before valve deployment. The balloon appeared to have ruptured after 80-90% of valve deployment. The procedural cine, and pre-op CT images were provided to edwards and were reviewed by an edwards physician proctor. The findings are summarized below: pre-op CT: 3mensio created; the descending thoracic aorta shows double 90 degrees tortuosity; procedural cine: mitral and tricuspid ring seen; calcified ncc, rcc; bav x1 done well; no images of valve alignment; image of under-deployed valve across annulus; valve is approx. 5mm proximal to distal marker ; ds balloon inflates valve asymmetrically (cone shape) as valve is not between markers; ds balloon deflated and pulled distal (aortic) to re-expand valve; no ds balloon rupture seen; valve is too ventricular, 30:70 (a:v); ds is removed and valve now migrated to the lvot (stable); bav post dilatation, appears valve is attempted to be pulled back into annulus; valve is still in lvot, wire out; valve rewired and viv complete; first valve not fully expanded, second valve fully expanded within first valve; no pvl seen post viv impressions: unable to confirm valve alignment issues as images were not provided. Valve was not between the markers when it was deployed, which led to asymmetrical deployment (cone shaped valve). The distal end of the valve expanded; the proximal end of the valve was off the working length of the balloon, so it did not expand. The delivery system was deflated and moved more aortic; the delivery system balloon was re-inflated and expanded on the proximal end of the valve. The valve is not fully expanded and is placed too ventricular (70:30). There were no images of the reported balloon rupture. The valve was now seen in the lvot. The delivery system was removed. Bav of valve and appears valve was attempted to be pulled back into annulus with expanded bav balloon; valve was still in the lvot. A valve in valve was done; the second valve was fully expanded within the first valve. No pvl was seen post valve in valve. Investigation is ongoing. Reference manufacturer report number 2015691-2017-00361.